Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 28x3.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50x28mm promus element ¿ drug-eluting stent was advanced for treatment. However, it was noted that the distal portion of the strut was lifted. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: promus element mr ous 3.50 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified damage. The first proximal stent row was damaged with struts lifted. The remainder of the struts were undamaged. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple hypotube kinks. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 28x3.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50x28mm promus element ¿ drug-eluting stent was advanced for treatment. However, it was noted that the distal portion of the strut was lifted. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: promus element mr ous 3.50 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified damage. The first proximal stent row was damaged with struts lifted. The remainder of the struts were undamaged. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple hypotube kinks. An examination of the shaft polymer extrusion identified no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 28x3.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.50x28mm promus element ¿ drug-eluting stent was advanced for treatment. However, it was noted that the distal portion of the strut was lifted. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.